Event description:
Procedure: laparoscopic ectopic. Reportedly, the generator unit was being used with non valleylab accessories. The pt received a burn under the return electrode pad site. The facility was unable to provide an exact size or location of the burn, however, it is estimated to be the size of a large coin in the upper thigh area. The facility reports the burn as "quite deep." There is no current pt status available from the facility. The unit will not be returned for evaluation by the facility. However, the facility reports testing the unit and it passed all parameters.